Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via a user report that this right ventricular (rv) lead was successfully implanted and the patient was discharged to home. However, a subsequent device interrogation found increased pacing threshold measurements. The lead was not dislodged and other parameters were within normal limits. A lead revision was required, where this lead was explanted and replaced. No additional adverse patient effects were reported. The location of the explanted lead was not reported.